Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the physician struggled to put lead into the right ventricle apex due to the lead being kinked and parameters were not satisfactory. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
Analysis was normal, no anomalies were found.